Event description:
The patient's device showed a large drop in impedance indicating a possible short circuit condition. The patient had also started having issues talking and breathing and was diagnosed with intermittent laryngospasms, and the device was disabled. The adverse events were determined to be unrelated to vns stimulation per the physician. It was noted that a CT scan of the entire scan was unremarkable, images have not been reviewed by the manufacturer to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.